Event description:
Caller alleged false positive cocaine results for 9-10 patients. Results as follows: the alleged false positive results were reported from (B)(6). One (1) positive coc sample was sent to the lab and received a negative result. Three (3) patients who received positive coc results did not send samples to the lab per customer request. Five (5) positive coc samples were retested with a 12 panel dip test with clear negative results. Customer reports that this happened three more times in two days. No patient information was provided. No invasive procedures were performed. No report of death or serious injury.

Manufacturer narrative:
Customer's observation was not replicated in-house with retention and return urine cup devices. Retention (n=29) and return (n=10) devices were tested with in-house drug free donor urine, all results were negative at read time. No coc false positive results were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Manufacturer narrative:
Investigation pending.